Manufacturer narrative:
The reported event of loose or intermittent connection and damage were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomaly contributing to reported events. The setscrews were able to be tightened by the torque wrench.

Event description:
It was reported that during the initial implant procedure, the set screw on the device was unable to be tightened. After attempting to tighten the set screw, the hex wrench was noted to be bent. The device was not implanted and was replaced. The patient was in stable condition.